Event description:
No sample or picture were available for analysis. Without the proper sample or picture, evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The probable root cause has been identified as a supplier-related manufacturing assembly defect in the drip chamber. The manufacturer has been notified of this issue. The current process controls detection include 1) visual and dimensional sampling inspection to the component at incoming inspection area. The batch record fa25c12216 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: biomed reported: "tubing leaking from the top of the drip chamber. The white part attached to the drip chamber. Resolved by: new set. Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.